Event description:
During visual inspection for an unrelated event it was noted that a y-set had a jic port attached to the uv spike connector. This would make the patient unable to replace a cap over the end that may increase the risk of contamination and/or infection to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspection of product revealed a damaged partial jic port attached to uv spike connector. Leak testing, clear passage testing and clamp function testing were performed with no issues noted. Upon conclusion of the investigation, the cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.